Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was observed to be leaking at the o-ring. Customer's blood glucose was 80-100 mg/dl. Customer changed the cartridge and resumed insulin therapy.